Manufacturer narrative:
. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photograph confirmed an external blood leakage from the blood header. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, a blood leak was observed from the "upper/blood out header." The blood was returned to the patient (blood volume was reported to be less than 5cc). There was no patient injury or medical intervention associated with this event. No additional information is available.